Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. A family member found the patient passed out and called 911. Paramedics arrived and checked her bg which was 20 mg/dl, but the cgm was reading 100 mg/dl. The patient was taken to the hospital and treated with glucose. She also had injured her nose and lip; no treatment was provided for the nose or lip. At the time of the report she was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.